Manufacturer narrative:
Received additional information about the patient's condition on 09 oct 2014 stating that the patient was seen a month ago and she was 3/5 in her leg and 4/5 in her arm. The patient still struggled to find some words, but follow-up CT (computed tomography) did not reveal a new stroke. The treating physician believed the patient¿s hypoxic state had delayed her recovery. It was stated that the patient was beginning to improve. (B)(4)

Event description:
Treatment of a large unruptured aneurysm measuring 17mm located in the ophthalmic segment of the left ica (internal carotid artery). The pt was placed on aspirin and plavix prior to the procedure, and was switched to berlenta after the procedure. On (B)(6) 2014, the pt underwent pipeline embolization treatment. The pt had poor lower extremity anatomy; therefore, access was gained through the neck. Once the navien and marksman catheter were in place, the pipeline (5mm x 18mm) was deployed, but it did not detach from the capture coil. The pipeline was removed from the pt by trapping the braid between the capture coil and marksman catheter. A new marksman catheter was then used to advance a new pipeline (5mm x 12mm) to the lesion. During deployment, the pipeline partially detached and was not opening on the proximal end. As attempts were made to open and detach the pipeline, access was lost across the device. The marksman was used to try to open the device proximally, but without success. Attempts were made to remove the device with an amplatz goose neck snare and alligator retrieval device, but without success. After several hours of attempting to remove the pipeline, a decision was made to leave the pipeline and sacrifice the vessel. The pt had good collateral flow from the right side. The pt was reported to be fine immediately after the procedure; however, the pt appeared to have a small stroke the next morning and was weaker on the right side and this worsened over 48 hours. The pt was hemiplegic and aphasic but an MRI (magnetic resonance imaging) showed on punctate watershed strokes. The pt was discharged with only a slight visual field deficit seven days after the procedure and is expected to improve over time. The physician did not intend to have the pt back for follow up for three months after the procedure. Same event as MDR #2029214-2014-00481.

Manufacturer narrative:
The pipeline, marksman catheter, and pushwire were returned for eval. The eval could not determine the cause of the event as the pipeline was found fully opened and released from the capture coil; however,the pipeline was found braid and capture coil were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).